Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported that drain was placed in the operating room. When the drain was removed in the unit, the end piece of the drain broke off in the patient and stayed in the patient. Patient had to return to surgery today to remove the piece of drain. No further information was provided.

Manufacturer narrative:
No samples were returned by the customer for evaluation; therefore, we are unable to confirm the root cause for the issue reported. Device history record (DHR) of the complaint lot was reviewed. The lot was inspected and released in compliance with all requirements. A review of nonconformance data since june 28, 2022 to present was reviewed and no issues that could be related to the condition reported were found. This is the first incident reported for this lot number for the reported failure. Although no sample was received, instructions for use evaluation was performed to confirm that the required steps to avoid breakage of the drain are available. Cardinal health will continue to monitor and trend all similar reported product related issues.